Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three perclose proglide devices are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the anterior cuff was engaged to the anterior needle tip. The monofilament, needle tip, posterior cuff and link were not returned with the device. Based on the investigation findings, the link was broken at the anterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. The link break is likely the result of resistance or drag encountered during the procedure. The plunger was reinserted and needle trajectory, needle depth and push mandrel travel were all acceptable. There was no abnormal observation found on the returned device that could have contributed for the link to break from the cuff. Therefore, the root cause for the link break from the cuff is undetermined. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Three additional proglides were used with the same results. Although there was no adverse patient sequela, the physician reported due to the cuff misses, there was a significant clinical delay in the procedure. Though requested, no additional information was provided.